Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, when the instrument was being sterilized after the surgery the screwdriver was stuck in the powertools attachment. There was no patient consequence. This report involves one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part #: 314.451, lot #: 3302264, manufacturing site: (B)(4), release to warehouse date: december 3, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scrdriver shaft 2.4 short self-hold (product code: 0314.451 lot #: 3302264) was received at jrz pal for investigation. The visual inspection of the received device indicated that the device is broken from the area where is attached to the power tools device, possibly caused by the force applied when it was unattached. No other significant issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: - current and manufactured revision no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the scrdriver shaft 2.4 short self-hold (product code: 0314.451 lot #: 3302264) as it is broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.